Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, on removal of the port, they found that the trocar flange was broken. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a short secondary port opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal and envelope seal was intact. The flanges of the anchors were broken on the device. A medtronic investigation has concluded that the anchor tabs will not break when the device is used in accordance with the IFU (instructions for use). However, the anchor tabs have been noted to break if the user attempts to insert or remove the port with the anchor tabs in the open or partially open position. A product enhancement has been issued to prevent further recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.